Event description:
A medtronic representative reported that, while preparing for a axiem cranial procedure, the navigation system became unresponsive. This occurred after the site downloaded images to the system from a cd, scrolled through the images and then, when attempting to advance to registration, the mouse would not respond. Medtronic representative brought in a different navigation system to be used to set-up for the procedure. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.RMA issued. Replacement computer shipped to site 07/25/2014. Medtronic investigation of returned suspect computer verified that computer power cycles ~ every 10 seconds during testing. Re-seated ram and checked all connections and still got power cycling. System runs long enough to post, but no motherboard beep tone is heard before cycling again, so suspect that mother board problem is causing power supply to reset. Motherboard malfunction - computer - directly caused event. Reported issue was replicated.(B)(6) 2014. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.